Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that another manufacturer's device was being replaced with a boston scientific device. During the procedure, the lead would not fit into the new device. The other manufacturer's device was confirmed to be the same lead configuration as the new device. Additional information indicated that the lead fit after all. The sleeve was pushed onto the pin. No adverse patient effects were reported.